Event description:
It was reported that the end of the xience pro device was missing. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that when the packaging of the xience pro device was opened, it was noted that the proximal end of the device was separated. The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was not confirmed, however, evaluation noted the tip was separated. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for tip separations reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.